Event description:
It was reported that the patient had pain in their sub-muscular pocket. The implantable pulse generator (ipg) was explanted and replaced in a new location and remains in use. The right ventricular (rv) lead and the right atrial (ra) lead were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.